Event description:
It was reported that during a laparoscopic gastric bypass procedure the reload only deployed staples on one side. No patient consequence due to surgeon re-firing new stapler across bowel. Case completed with another device of the same product code.